Event description:
Subsequent to the previously filed medwatch report, new information received as follows: it was reported that the procedure was to treat a totally occluded anterior and posterior tibial artery. After prolonged inflation of several balloons an av fistula (perforation) formed for which the 3.0x12 mm graftmaster stent was selected for treatment. The graftmaster stent delivery system failed to cross the lesion. At this point it was felt that surgical repair was the best treatment option. No additional information was provided.

Event description:
It was reported that during an un-specified procedure, a perforation occurred which required the use of a graftmaster stent. The 3.0 x 12 mm graftmaster stent dislodged from the sds during use, prior to entering the anatomy. The patient was sent to surgery for repair of the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use. Evaluation summary: the complaint device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the otw graftmaster instructions for use (IFU), states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the treatment outside the indication contributed to the reported event.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.